Event description:
Patient had et tube removed and new wound found above upper lip where the device had been resting. The endotracheal tube holder is padded and was in a proper position with this patient. The holder is anchored to the cheeks.